Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad) with high tortuosity and heavy calcification. The rx trek balloon was advanced to the lesion and resistance was encountered during advancement as the lesion was very difficult to pass through. The balloon ruptured during inflation to nominal pressure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.